Manufacturer narrative:
(B)(4). Additional information: the root cause is due to a small puncture in the coiled tubing.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
Baxter (B)(4) received a report that an infusor leaked from the reservoir during filling. Reportedly, "the drug did not go into the reservoir and leaked in the housing". The device was filled with a 96-ml solution consisting of 16 ml of fentanyl citrate and 80 ml of saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one device for evaluation. Visual examination of the unit confirmed a leak; however, the reported leak was determined to be coming from a pin-hole on the coiled tubing and not the reservoir. The root cause of the reported condition is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.